Event description:
The atlantis sr pro catheter was hooked up to the ivus connector. It was noticed that the monitor was reading "disconnected." Tech attempted to readjust the catheter and the monitor kept reading from "connected" to "disconnected" even though the catheter was in place. Catheter was disconnected and a new one applied to ivus. No problems with the new catheter, functioned appropriately. Faulty catheter never entered patient and was not used on patient.